Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right ventricular and the right atrial leads exhibited noise. The physician suspected a clavicular crush. The leads were explanted and replaced. The patient was in stable condition.